Event description:
A malfunction alarm was reported with a malfunction code of malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and instructed the customer to call back if the malfunction code reoccurred, which it did not. The customer understood and acknowledged the guidance and was allowed to continue using the pump.